Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6)-year-old female patient who had essure (batch no. 625899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included fever and stress incontinence. Concomitant products included acetylsalicylic acid;caffeine; paracetamol (excedrin migraine) from (B)(6) 2014 to (B)(6) 2018 for migraine, ibuprofen from (B)(6) 2014 to (B)(6) 2016 for pelvic pain female and dysmenorrhea as well as hydrocodone bitartrate; paracetamol (lortab) from (B)(6) 2014 to (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), night sweats ("hormonal changes describe: night sweats"), memory impairment ("hormonal changes describe: forgetting things"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary,"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder,"), headache ("headaches") and migraine ("migraines"), 1 year after insertion of essure. On an unknown date, the patient was found to have weight decreased ("weight gain / loss (specify which one) both") and weight increased ("weight gain / loss (specify which one) both") and experienced adnexa uteri pain ("left and right side ovaries") and abdominal pain lower ("left side cramping"). The patient was treated with antibiotics, hydrocodone and surgery (hysterectomy (partial), oophorectomy (bilateral removal of ovaries), oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, night sweats, memory impairment, urinary tract infection, cystitis, headache, weight decreased, weight increased and adnexa uteri pain outcome was unknown, the migraine had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, adnexa uteri pain, cystitis, dysmenorrhoea, fatigue, genital haemorrhage, headache, memory impairment, menorrhagia, migraine, night sweats, pelvic pain, urinary tract infection, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: left side-1 trailing coil, right side- 7 trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fatigue. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record was received. Lot number was added. Events added from pfs- abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), fatigue, forgetting things, night sweats, bladder infection, urinary tract infection, migraines, headaches, pain, weight gain, weight loss, left and right side ovaries, left side cramping. Reporter information, medical history, concomitant drug, events onset date, events outcomes was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in a 36 year-old female patient who had essure inserted (lot no. 625899) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of adenomyosis, uterine fibroids, stress incontinence, carpal tunnel syndrome and morbid obesity. Previously administered products included: contraceptives. Concurrent conditions were listed as stress incontinence and fever. Concomitant products included excedrin migraine (acetylsalicylic acid;caffeine;paracetamol) for migraine from (B)(6) 2014 to (B)(6) 2018, lortab [hydrocodone bitartrate;paracetamol] from (B)(6) 2014 to (B)(6) 2018 and ibuprofen for pelvic pain and dysmenorrhoea from (B)(6) 2014 to (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 380 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("abnormal bleeding (general)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), night sweats ("hormonal changes describe: night sweats"), memory impairment ("hormonal changes describe: forgetting things"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary,"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder,"), headache ("headaches") and migraine ("migraines"). Essure was removed on (B)(6) 2017. An unknown time later she experienced adnexa uteri pain ("left and right side ovaries") and abdominal pain lower ("left side cramping") and was found to have weight decreased ("weight gain / loss (specify which one) both") and weight increased ("weight gain / loss (specify which one) both"). The patient was treated with hydrocodone and antibiotics as well as surgery (hysterectomy (partial),oophorectomy (bilateral removal of ovaries),oophorectomy). At the time of the report, the abdominal pain lower was resolving and the migraine had resolved. The outcomes for pelvic pain, genital haemorrhage, heavy menstrual bleeding, vaginal haemorrhage, dysmenorrhoea, fatigue, night sweats, memory impairment, urinary tract infection, cystitis, headache, weight decreased, weight increased and adnexa uteri pain were unknown. The reporter considered abdominal pain lower, adnexa uteri pain, cystitis, dysmenorrhoea, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, memory impairment, migraine, night sweats, pelvic pain, urinary tract infection, vaginal haemorrhage, weight decreased and weight increased to be related to essure administration. The reporter commented: left side-1 trailing coil. Right side- 7 trailing coil. Date(s) of insertion: (B)(6) 2008 (as per pif discrepancy noted). Date(s) of removal: (B)(6) 2019 (as per pif discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 43.38 kg/sqm. [Hysterosalpingogram] in (B)(6) 2008: total bilateral occlusion. Everything looked good. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fatigue. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Lawyer reporter, reporter causality comment added. Company causality comment and annex f updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a 36-year-old female patient who had essure (batch no. 625899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. Concurrent conditions included fever and stress incontinence. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) from (B)(6) 2018 for migraine, ibuprofen from (B)(6) 2016 for pelvic pain female and dysmenorrhea as well as hydrocodone bitartrate;paracetamol (lortab) from (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), night sweats ("hormonal changes describe: night sweats"), memory impairment ("hormonal changes describe: forgetting things"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary,"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder,"), headache ("headaches") and migraine ("migraines"), 1 year after insertion of essure. On an unknown date, the patient was found to have weight decreased ("weight gain / loss (specify which one) both") and weight increased ("weight gain / loss (specify which one) both") and experienced adnexa uteri pain ("left and right side ovaries") and abdominal pain lower ("left side cramping"). The patient was treated with antibiotics, hydrocodone and surgery (hysterectomy (partial),oophorectomy (bilateral removal of ovaries),oophorectomy). Essure was removed on 19-dec-2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue, night sweats, memory impairment, urinary tract infection, cystitis, headache, weight decreased, weight increased and adnexa uteri pain outcome was unknown, the migraine had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, adnexa uteri pain, cystitis, dysmenorrhoea, fatigue, genital haemorrhage, headache, memory impairment, menorrhagia, migraine, night sweats, pelvic pain, urinary tract infection, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: left side-1 trailing coil right side- 7 trailing coil diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.4 kg/sqm. Hysterosalpingogram - in october 2008: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fatigue quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.